Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that there is difference in the reading of sensor glucose and blood glucose. Customer stated that the sensor glucose is going up and blood glucose is showing low. Customer stated that the sensor glucose will range from 20 to 60 points difference. Customer stated the sensor reading would be 62mg/dl and blood glucose will be 111mg/dl. Customer also got calibration errors on the other sensor. Troubleshooting was done. No further information provided.